Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported tissue damage cannot be determined. The reported recurrent mitral regurgitation (mr) resulting in dyspnea, is related to the tissue damage. Tissue damage, dyspnea and recurrent mr are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The additional therapy/non-surgical treatment and hospitalization were a result of case-specific circumstances as the patient underwent a second mitraclip procedure and the mr was reduced to grade 1-2. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event is estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported that on (B)(6) 2018, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 3. One clip (90810u152) was successfully implanted, reducing mr to a grade of 1. Almost two years later, the patient returned to the hospital due to shortness of breath. Echocardiography was performed and showed that the posterior leaflet had been perforated, causing mr to increase to a grade of 3. The clip was noted to be stable on both leaflets. On (B)(6) 2020, a second mitraclip procedure was performed to treat the recurrent mr. One clip was successfully implanted, reducing mr to a grade of 1-2. No additional information was provided.